Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the loop of the single use ligating device did not come off the polyp during a therapeutic endoscopic mucosal resection (emr) procedure. The loop was removed by pushing out the slider. The procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: b5, g3, h2, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record is not applicable at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the loop of the single use ligating device did not come off the polyp during a therapeutic endoscopic mucosal resection (emr) procedure. The loop was removed by pushing out the slider. The procedure was completed without delay. There were no reports of patient harm.